Manufacturer narrative:
The report was received from a distributor who received the report from the surgeon. Two x-ray images were provided by the surgeon along with an inquiry if the remnant was any part of the mani diamond tomita-saw. The device used and the remnant removed were both discarded by the surgeon, and their photographs were not available. The surgeon reported that the device was neither broken nor fractured, and the surgeon also reported that the remnant was a film-like object. The results from the in-company investigation which employed porcine bones and the device of the same lot than that of the suspected device shown that the device had no quality problem and almost all of the bone sawdust and worn-off saw materials such as diamonds and metals were removed from the cut area when properly washed following the instruction for use.

Event description:
A surgeon reported that a remnant was found when an x-ray image was examined after an expansive laminoplasty was performed on a patient with syringomyelia, and the patient underwent an additional surgery two days later in order to remove the remnant.